Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high pacing thresholds, high out-of-range pace impedance measurements, and noise. A lead fracture was suspected due to clavicular crush but not confirmed. A revision procedure was performed wherein the lead was surgically abandoned and replaced. No adverse patient effects were reported.